Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a nurse called in to report that when using the maryland bipolar forceps (mbf) instrument, it was arcing. Prior to the call, they already used a new instrument and new cable with no change. She stated that this already happened on last week. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live logs but found nothing relevant. The tse had the customer verify the lot number to check if it was the same. One of them was the same but the other was not. So this behavior was only and always happening with the mbf instrument. The tse had the customer swap the instrument and the universal surgical manipulator (usm) arms but the customer elected not to perform the troubleshooting. They were using the bipolar forceps instrument for now to complete the procedure. The power and the setting were was normal. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps (mbf) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) as a part of preventative maintenance. The system was tested and verified as ready for use. Intuitive surgical inc., (isi) did receive an integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. The erbe was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. There was no data in the error log to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.

Event description:
Refer to h11 for follow-up information.